Event description:
During extraction of a patient from a second floor, it was alleged the chair failed during the transport. It was reported the patient was not injured; however, an emt claimed back strain and was evaluated at the hospital. It was later found the emt was prescribed medication and did miss one shift of work; however, the emt has resumed working. A dispatch has been made to repair the chair and the seat frame will return for evaluation.

Manufacturer narrative:
The device was evaluated at the customer's location on 11/13/2015. A break in the chair frame was confirmed and repaired as a courtesy to the customer. The chair was in excess of 9 years old at the time of incident and the affected component design had been enhanced since the date of manufacture of this device. The chair was replaced with the current component specification. The replaced component was returned to the manufacturer on 12/2/2015 for evaluation. The component did show signs of age and fatigue. No further information regarding the emt injury was provided. The emt did seek intervention and medication for the alleged injury; however, he did return to work indicating the alleged injury was not life threatening or permanent in nature.

Event description:
During extraction of a patient from a second floor, it was alleged the chair failed during the transport. It was reported the patient was not injured; however, an emt claimed back strain and was evaluated at the hospital. It was later found the emt was prescribed medication and did miss one shift of work; however, the emt has resumed working. A dispatch has been made to repair the chair and the seat frame will return for evaluation.